Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4)implanted: (B)(6) 2012-, explanted: (B)(6) 2014, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The healthcare provider (hcp) via the manufacturer's representative (rep) reported the patient was implanted with an implantable neurostimulator (ins) on (B)(6) 2012. With this ins, the patient reported that she had reached down quickly to pick a baby out of a bassinet and this had caused the leads to migrate. At some point, the leads were revised and the ins was explanted. Relevant medical history included non-malignant pain.